Manufacturer narrative:
Product evaluation: the lcd was evaluated on january 20, 2018 and noted no packaging damage on the box, external appearance of the display shows no signs of damage. Touch screen functional test observed vertical lines on the display and found the bezel to be cracked. Probable root cause: based on fa report, the probable root cause for vertical lines on display was undetermined.

Event description:
It was reported that during preparation for a bph surgical procedure "screen not responding, white screen with many colors vertical lines" was observed. The error could not be cleared. The procedure could not be completed. Patient complications: "none" reported. No injury to patient was reported.

Manufacturer narrative:
Device evaluation codes: added. System analysis / service repairs performed on june 28, 2017: electrical tests were ok. The top cover was replaced. Rf, waterflow and detector were set, fiber port was cleaned. Laser was tested and verified to function according to manufacturer's specifications.

Manufacturer narrative:
As previously reported: service in the field was performed on june 28, 2017. The replaced lcd with cvr was received at the manufacture on november 29, 2017 and a functional test confirmed the reported issue. The lcd with cvr will be scrapped once the failure analysis has been completed.